Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation no leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxplus¿ extension set with needleless connector and y-site disconnected at the connection point during use. The following information was provided by the initial reporter: "sin 82991 mpx9101-c extension set found disconnected at point not for connection. No incident of tugging, pulling or catching on anything identified. Patient not clinically able to break/disconnect line at point of disconnection.."

Event description:
It was reported that the bd maxplus¿ extension set with needleless connector and y-site disconnected at the connection point during use. The following information was provided by the initial reporter: "sin (B)(4) mpx9101-c extension set found disconnected at point not for connection. . No incident of tugging, pulling or catching on anything identified. Patient not clinically able to break/disconnect line at point of disconnection.."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.